Event description:
This is a report of a patient who observed cracks in their transfer set while performing therapy for peritoneal dialysis. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was reported to be available for evaluation. A batch review will be performed. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.